Manufacturer narrative:
Paralysis, event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that two years ago, the patient started experiencing a shocking sensation every time they put on their blue jeans or rolled over in bed. The device would electrocute them and "paralyze" them to the point where they could not move. They noted they did have other major surgeries and lost weight (down to (B)(6)), but had gained some weight back, as they were currently at (B)(6) pounds. During one of these surgeries, they actually forgot to turn stimulation off so the doctor had to call the manufacturer for guidelines and to review information. The patient called the doctor's office and the office recommended they turn stimulation off. Stimulation had been off for 15 days at the time of the report, and the device was still shocking them. The doctor checked the battery status and that was good; there were two years left on the battery, but they did not do other testing. They had another appointment with the doctor tomorrow and planned to request an impedance check. They noted they were thinking about removing the device anyway to replace it with a newer model. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.